Event description:
The customer reported to corporate product surveillance regarding the interlink injection site in which the seal broke inside the injection site and blood spewed out of the injection site itself. The condition occurred during patient use. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Testing was not able to be performed so the root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.